Event description:
The customer reported a "human reaction". She stated that there was liquid on the outside of the peel pouch when she disposed of it. After handling the peel pouch, the customer reported hydrogen peroxide contact on three fingers and her thumb. The customer reported skin discoloration due to the contact. The customer stated that she did not see a doctor or require treatment for the contact and discoloration cleared within two hrs. At the time of the contact, the customer stated that they were no longer using the unit. The asp field svc engineer (fse) went to the facility to assets the unit. The customer stated that the fse told her that they had an old vaporizer plate in place and that it needed to be changed per the instructions. The customer stated that she did not have any replacement plates at the time but that she would order some right away.